Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but (B)(4) photo was provided for investigation. The photo was reviewed and the indicated failure mode for additive abnormality with the incident lot was not observed. The photo showed the normal appearance of a additive pellet that has been freeze dried after dispensed into the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with bd vacutainer® boric acid sodium borate/formate c&s urine tube the additive was abnormal. The following information was provided by the initial reporter, translated from french to english: I would like to know if you have ever had any feedback on borate urine tubes ref (B)(4). The borate has agglomerated at the bottom of the tube. Have you had any feedback on this? Please tell me if this has any impact on the conservation of the urine.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd vacutainer® boric acid sodium borate/formate c&s urine tube the additive was abnormal. The following information was provided by the initial reporter, translated from french to english: I would like to know if you have ever had any feedback on borate urine tubes ref 364955. The borate has agglomerated at the bottom of the tube. Have you had any feedback on this? Please tell me if this has any impact on the conservation of the urine.